Event description:
It was reported via repair work order that the jack could not fully raise or lower due to bent jack actuator rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.